Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was received for analysis. The complaint device was received with the stent protector and product mandrel inserted. A visual and microscopic examination of the stent found no issue with its profile that could have contributed to the complaint incident. The stent length was measured and was within specification. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user preference issue as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that stent profile problem occurred. The 85% stenosed target lesion as located in the severely calcified mid right coronary artery (rca). Following predilation with a 2.0x15mm emerge balloon catheter, a 24 x 2.75 promus premier drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the physician noted that the stent "size measured incorrectly". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent profile problem occurred. The 85% stenosed target lesion as located in the severely calcified mid right coronary artery (rca). Following predilation with a 2.0x15mm emerge balloon catheter, a 24 x 2.75 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the physician noted that the stent "size measured incorrectly." The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.